Event description:
The customer reported can't charge and paddles are broken. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported can't charge and paddles are broken. There was no reported pt involvement. Philips confirmed with the customer that the external paddles were 6 months old and there was no physical damage. The customer scrapped the paddles and were not available for evaluation. The customer ordered a replacement set of external paddles to resolve the issue. Based on the customer report we will consider this a malfunction of the external paddles where the paddles did not charge and were broken.